Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2024, it was reported by a sales representative via sems-(B)(4) that (qty. 2) of an ar-9597-10 angled reamer sleeve, 10° and (qty. 2) of an ar-9676 angled reamer, drive shaft were all cold welded with each other. This was discovered during a procedure, with no reported patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. One unpackaged, ar-9597-10, angled reamer sleeve, was received for investigation, with an ar-9676 that was stuck inside. Visual inspection noted circumferential grinding on the collar of the reamer on the proximal end. Functional testing was not performed due to the returned ar-9676 being stuck inside an ar-9597-10 and therefore, not able to be moved freely. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.